Event description:
According to the reporter: the small balloon of the trocar burst during the procedure while no particular handling was done on the device. No pieces fell into the patient cavity.

Manufacturer narrative:
(B)(4).